Manufacturer narrative:
The reason for this revision surgery was the patient was having pain and bad motion in shoulder. The length of in vivo service was 3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints reported against this part number; summary of investigations: 2 for wear, 1 for pain, 4 for infection, 3 for stability. This is the first complaint against this lot number. The root cause for the pain and bad motion in the patient's shoulder was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having shoulder pain and poor range of motion. The surgeon removed the glenoid head, cleaned the bone and replaced the head and liner.